Manufacturer narrative:
A full evaluation of the device could not be conducted as the device remains in use. A correlation between the device and the reported possible thrombus could not be conclusively determined. The instructions for use list thrombus as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported on (B)(6) 2015 that the lvad pump was within the hospital pathology department and a release date for the return of the pump for analysis was not known. On 10/22/2015, information was received stating that the pump will not be returning for evaluation.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device: 1 year, 4 months. (B)(4). The explanted device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's' investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted for high lactate dehydrogenase levels, unspecified heart failure symptoms, and hematuria. The patient was placed on a heparin infusion. The patient was subsequently taken to the operating room for a pump exchange for possible thrombosis. It was noted that the patient's international normalized ratio (inr) was therapeutic and in range, the patient did not have any known past medical history that might lead to clotting, and the patient was compliant with the anti-coagulation regimen. No additional information was provided.